Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed.

Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that at unspecified time post an rx wallstent permalume 10mm x 80mm stent placement procedure, the patient experienced a gallbladder fossa abscess and recurrent obstructive symptoms. The patient underwent a stent removal procedure at which time the stent was removed utilizing an unspecified snare and extraction balloon. Another rx wallstent permalume 10mm x 80mm stent was placed. It was noted that the patient's condition resolved 1 month later following external ultrasound (eus) guided drainage of the gallbladder fossa collection.